Event description:
An IV pump malfunctioned during medication infusion. The pump shut down during the infusion. The nurse was able to restart the pump but it was not accurate for appropriate length for infusion to complete. Thus there was a delay in infusion time.